Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the paramedics were dispatched on (B)(6) 2017 because his blood glucose level was very low. The customer was unresponsive. Customer's blood glucose level was 33 mg/dl. The customer was given peanut butter jelly on a half piece of bread and sugar. The customer was acting funny, was shaking, his face was discolored, he could not answer questions, and was confused. The drive support cap was flushed. He went into a diabetic coma. The customer was wearing the insulin pump at that time. The reservoir was showing less insulin than what is shown on the status screen. The displacement test passed. The customer's old insulin pump had unresponsive buttons. The device was not returned.